Event description:
It was reported that, "the pt had hip replacement on left side on (B)(6) 1993 and presented back to dr. With significant osteolysis and eccentric wear of the poly. Revision of the cup was done, stem was not replaced."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.